Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of a cystoscopy, and an anterior/posterior colporrhaphy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, bleeding and other additional surgeries. It was reported that the patient underwent removal of exposed mesh under anesthesia on (B)(6) 2006 due to dyspareunia and mesh exposure post implantation. It was reported that the patient underwent mesh excision and cystoscopy on (B)(6) 2010 due to multiple mesh erosions into the vaginal vault and through the vaginal mucosa and to dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00507. The same patient is represented in each medwatch.